Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 506 mg/dl. The cause of the high bg was unknown. A bolus was delivered to address bg level. Tandem technical support performed a pump system check and verified the pump functioned as intended.